Event description:
On (B)(6) 2007, the patient was implanted with three gore tag thoracic endoprostheses. The patient presented with back and chest pain on (B)(6) 2007. A 6.1 cm descending thoracic aneurysm with a dissection, a posterior penetrating ulcer and a 9mm renal aneurysm were diagnosed. Nothing was done to intervene with the renal aneurysm. The physician implanted three gore tag thoracic endoprostheses to treat the thoracic aneurysm and the patient tolerated the procedure. On (B)(6) 2007, the physician performed a left carotid to carotid bypass. A type I endoleak was discovered at the end of this surgery. The patient tolerated the procedure. On (B)(6) 2007, the patient had a neck hematoma that caused a stroke. On this day, the physician implanted a gore tag thoracic endoprosthesis to correct type I endoleak. The physician also performed a right to left carotid to carotid bypass. The patient tolerated the procedure. On (B)(6) 2007, the patient failed to be taken off the respirator. The patient had ongoing respiratory failure. The patient died on (B)(6) 2007 as a request of no more intervention and a dnr. The physician did not request a response.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. On 1/25/2012 - additional devices implanted and/or related to this event: tg3710, lot# 04284216; tg4010, lot# 04370893.